Manufacturer narrative:
An internal biomérieux investigation was conducted in response to a reported increase in bact/alert® pf plus bottle contamination (lot 3045406, expiration 25oct16). The customer facility indicates they receive blood cultures from three different hospitals and only one of the hospitals is reporting the increase in contamination. No bact/alert® pf plus bottles were submitted by the customer and no retain stock was available at the manufacturing site since the product is expired. A manufacturing direction (md) review was performed for the implicated lot. - the review encompassed the filling process and packaging inspections. - qc microbiology, biochemistry, and environmental monitoring (em)/bioburden testing were performed on each lot in accordance with the release c methods and all met specifications. - biochemistry testing was performed on bottles for ph, po2 and reflectance; all bottles met specification. - quality assurance subsequently released the lot for distribution to the field. The bact/alert® pf plus instructions for use (IFU), document number 9313400e 2017-04, was reviewed for appropriate user instructions. · chemical or physical indications of instability per the IFU state, "prior to use, the bact/alert® culture bottles should be examined for evidence of damage or deterioration (discoloration). Bottles exhibiting evidence of damage, leakage, or deterioration should be discarded. The medium in undisturbed bottles should be clear, but there may be a slight opalescence or a trace of precipitate due to the anticoagulant sps or the presence of polymeric beads; do not confuse this with turbidity indicative of microbial growth. Do not use a bottle which contains medium exhibiting turbidity, a yellow sensor, or excess gas pressure; these are signs of possible contamination." · the specimen collection and preparation section of the IFU states, "take care to prevent contamination during both bottle preparation and inoculation of the patient sample. Proper skin disinfection is an essential requirement to reduce the incidence of contamination." · the test procedure, procedural notes, and precautions section of the IFU states, "great care must be taken to prevent contamination of the patient sample during venipuncture and during inoculation into the culture bottle since contamination could lead to a specimen being determined positive when a clinically relevant isolate is not actually present." · the investigation concluded the bact/alert® pf plus IFU provides sufficient information to the user. There is no evidence of an event occurring during the manufacturing process that would have led to the contamination observed at the customer sites. The results of the investigation suggest the contamination occurred at the customer site.

Event description:
A customer in the united states contacted biomérieux on (B)(6) 2017 requesting assistance regarding a spike seen in contamination. On (B)(6) 2017, additional information was received from the customer indicating a contamination issue associated with the bact-alert pf plus bottle. The customer reported receiving a complaint from their infectious disease physician about contaminants. In addition, the customer reported a delay in treatment between 18 to 72 hours and a delay in patient discharged related to this issue. The customer reported the total number of contaminated patients as follows, however the specific bottle lot number for each patient was not reported: (B)(6) 2016: total patient samples collected 217, and 11 patient samples contaminated. (B)(6) 2016: total patient samples collected 196, and 7 patient samples contaminated. (B)(6) 2017: total patient samples collected 179, and 6 patient samples contaminated. (B)(6) 2017: total patient samples collected 150, and 2 patient samples contaminated. There is no indication or report from the laboratory or physician that the discrepant result let to any adverse event related to the patient's state of health. The customer did report that the issue may have come from the phlebotomist, and a delay in treatment between 18 - 72 hours and a delay in patient discharge related to this event.